Event description:
Medical affairs spoke to the patient on 2005 and obtained the following information: the patient mentioned that patient contacted lifescan alleging inaccurate low readings on 2005. The patient obtained low readings two weeks ago. Two weeks ago, date unknown the patient woke up experiencing symptoms of dizziness, dry mouth and blurry vision. The patient tested their blood glucose and received a 20 mg/dl. The patient retested and received a 42 mg/dl. The patient knew that the reading was incorrect based on their symptoms; therefore, patient took their set amount of insulin 70/30 and went to the ER. Twenty minutes later, the reading in the ER was 465 mg/dl. The patient was treated with insulin and kept under observation for 24 hours. The physician did not change the patient's diabetes regimen and advised patient to purchase a new meter. Diagnosis in the ER was hyperglycemia. The patient contacted lifescan a couple of days later, and customer services found out that the meter was miscoded and the patient had been cleaning the meter incorrectly. Having the meter miscoded and cleaning the meter incorrectly can lead to false blood glucose readings. The meter passed using the check strip and the test strips were in good condition and not expired. When the patient obtained the low readings prior to the incident patient still took their set amount of insulin 70/30. Customer service sent a vial of control solution and a vial of test strips. Meter was not replaced. The complaint is being reported as an adverse event, since the patient would have sought medical attention sooner, if patient had known, their blood glucose was high. The patient was treated for high blood glucose in the hospital. User error also contributed to the serious injury, since the meter was miscoded and the patient had been clearing the meter incorrectly.